Event description:
It was reported that the customer experienced a blood glucose (bg) level below 54 mg/dl; cause was unknown. Due to the bg level the customer loss consciousness and experienced a "car accident" and "broken hand." Customer went to the emergency room (ER) and was treated with juice and released from the ER the same day, (B)(6) 2026 with the issue resolved. A healthcare provided identified permanent damage to customer's fingers, "might not be able to move them anymore." Recommendation was made to discuss diabetes management with a health care professional.